Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 10.022 mg/day) via an implantable infusion pump. It was reported that the patient was having their pump refilled on (B)(6) 2018 and they withdrew the old drug (noted to be about 6.5cc which was a "light straw color") without incident and left the needle in place. They began to put the new drug in using a "push/pull" method and when they got about half way through filling with a 40cc syringe they started to see discoloration in the filter that was possibly blood ("resembled dry blood" per caller, also resembled "coffee grounds"). The drug was a dark amber color. The patient was taken to the procedure room and fluoroscopy was used to confirm the needle was in the pump, which it was. The pump was placed in stopped mode and the patient was sent to a neurosurgeon's office for evaluation. There was concern that there was possibly an infection, however it was confirmed that there was no redness, warmth, swelling or tenderness around the pump pocket site and the patient did not have a fever. The surgeon planned to have the patient on intravenous medication or oral medication to offset any symptoms of withdrawal. No symptoms were reported. It was noted that surgical intervention was planned and scheduled for (B)(6) 2018. The patient's weight was unknown. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a device manufacturer representative on 2018-aug-23. It was reported that the patient was taken to the operating room on (B)(6) 2018 and an incision was made over the pump pocket. The surgeon said it looked like dried blood in the pocket. The pocket was cultured, but results were not available. The hcp attempted to aspirate the catheter but was only able to aspirate a small amount (less and 0.1cc). All 40cc of drug was aspirated out of the pump and the drug was noted to be clear. The pump was refilled with new drug (morphine 25mg/ml) and the pump was restarted at a lower dose (5 mg/day) without priming the catheter as the catheter had not been fully aspirated and the pump had been off for 2 days. The patient was on patient controlled analgesia (pca). The cause of the inability to aspirate the catheter was not determined. The results of the culture confirmed there was no infection as there was no growth on the culture. No further issues were reported or anticipated.